Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6atm for 30 seconds. The device was completely removed from the patient's body and completed the procedure with another of the same device. No patient complications reported and the patient's condition was good.